Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high threshold and a fluctuation in sensing was observed. The lead was found to be dislodged and was explanted and replaced.